Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an increase in shock impedance measurements. It was noted that the shock impedance measurements were around 80 ohms a year ago and had gradually risen to high out of range measurements up to 130 ohms. Boston scientific technical services (ts) discussed considering delivering 1.1 joule and 41 joule commanded shocks to test the system. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this system was still exhibiting out of range shock impedance measurements. The caller discussed troubleshooting with a boston scientific technical services consultant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.